Event description:
The patient reported that she was admitted to the intensive care unit for hyperglycemia and her blood glucose is as follows: bg result (mg/dl) 727 mg/dl (hospital meter) 22 mg/dl (pdm). She did not provide any further info regarding the hospitalization or her treatment. She is still in the ICU at the time of the call. Attempts were made to contact the patient to provide add'l info. Messages were left, but she did not return the calls.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm any product malfunction or other product condition to have contributed to the hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.